Event description:
Product: medline tumbler intake translucent flex 8oz- order number: 661469, nicu milk prepper noticed material in the milk that was in the syringe. She emptied the syringe and the material turned out to be a piece of plastic that dislodged from the plastic tumbler that is used to mix the milk. Upon further investigation it was noted that there were shards of plastic in the container where the tumblers were stored. The equipment malfunction did not reach the patient, however the mother's breastmilk had to be discarded.